Event description:
Received a voicemail message from health professional requesting a return kit for an explanted device. In the message, health professional said they have a lap-band to return to allergan. Follow-up findings: pfn was sent to allergan with device. Event description states: "port explant". Further investigation states, "explanted due to flipped port. The problem was first observed during adjustments. Port was replaced with a new one". Follow-up findings: access port ii has surgical mesh attached to base.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. The reporter of the complaint was asked to indicate the product serial number. The info has not yet been received by allergan. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery". "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device".